Event description:
It has been determined that this record, mrn 9617229-2024-00772, is a duplicate of mrn 9617229-2023-32100. Please see mrn 9617229-2023-32100 for reportable events.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan implant.